Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16286. The pt received a trial scs implant. Her trial was successful and the pt saw the physician to remove her trial leads. It was reported the lead was cut by the nurse, and the physician was unable to remove the lead. Consequently, the pt was sent to the emergency room, and the lead had to be surgically removed. Allegedly, the pt was fine after the procedure and will proceed with a permanent scs implant at a later date.